Event description:
It was reported that during reprocessing, the customer observed the insulation was cracked on the monopolar cautery instrument. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The monopolar cautery instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument main tube insulation to be scratched and some of the insulation had been removed. The scratches measured approximately .023 - .142 in length. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, if the main tube damage were to reoccur, it could cause or contribute to an adverse event.